Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot gd882621 and no issues were found related to the reported condition during the manufacture of that lot. Based on the information obtained during baxter's investigation, the cause of this incident could not be determined.

Event description:
This is a spontaneous report by a consumer in the USA of sepsis, peritonitis with culture positive for klebsiella pneumoniae, and sick in a male (age not reported) coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag (lot numbers, doses, and frequencies not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported the following. On an unreported date, the patient was sick. On an unknown date, the patient was diagnosed with sepsis due to a "source other than peritonitis". Treatment and outcome were not reported. On an unknown date, the patient experienced peritonitis and was hospitalized on (B)(6) 2011. The cause of the peritonitis was unknown. The patient's wife had been helping the patient hook up and had been extremely careful and very clean. Treatment was not reported. Dianeal therapy was ongoing. The patient was recovering from the peritonitis. The outcome for the event of sick was not reported. The nurse reported the peritonitis was due to sepsis and was not related to dianeal therapy. The sepsis was unrelated to dianeal therapy. This is report 3 of 3 involved in this peritonitis event.